Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube, the device experienced underfill or underfill or low draw of a tube with blood ow draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: we experienced an issue with 2 different lots for our lithium heparin light green top collection tubes today. When being drawn from an IV line there was no vacuum and the tubes would not fill. Using the same site sst collection tubes and edta lavender collection tubes filled with no issue.

Manufacturer narrative:
Investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were functionally tested and the indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The exact cause of the failure mode could not be determined. The device history records were reviewed on all lots affected with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube, the device experienced underfill or underfill or low draw of a tube with blood ow draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: we experienced an issue with 2 different lots for our lithium heparin light green top collection tubes today. When being drawn from an IV line there was no vacuum and the tubes would not fill. Using the same site sst collection tubes and edta lavender collection tubes filled with no issue.